Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This is a combination product (B)(4). Device was explanted in 2011, specific date is unknown. Concomitant medical products: m2a-magnum mod hd sz 44mm item# 157444 lot# 1322376, magnum tpr adpr ti 42-50/+8mm item# 130832 lot# 1118136. Report source ¿ spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00065, 3002806535-2020-00066.

Event description:
It was reported that the patient underwent a revision surgery of the hip, approximately four (4)years post-op. Attempts have been made and no further information has been provided.